Event description:
It was reported by fst that during routine checkup cardiosave intra-aortic balloon pump (iabp) unit had screen issue and it was alarming, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2,h11. Corrected field: h6 investigation findings, component code, conclusion code.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse checked logs and replaced motor control board. Replaced display hinges to fix the display issue. All issue resolved. Perform functional testing and safety check to factory specifications. Returned to customer for use. The failure analysis and testing dept. Received parts with a reported unit failure of a display issue and an alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. On startup the unit comes up with a powerup failure code 3. Sending the board to the supplier for failure analysis to failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the part. Please see attachment. They stated: "1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: passed results at inspection and test is good and no abnormalities was detected. Boards will be returned to datascope as no defect found."" Root cause for this part is impossible to define due to failure being confirmed in the initial investigation. Retaining the part in the failure analysis and testing department.

Event description:
It was reported by customer that during routine checkup cardiosave intra-aortic balloon pump (iabp) unit had screen issue and it was alarming, there was no patient involvement.